Event description:
It was reported the touch screen was not responsive to the stylus. The tabs to allow closure of the cord in the storage bay also need to be added. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The touch screen was not responsive to the two stylus' returned with the programmer. A new stylus was found to be responsive and functioned as expected. System error messages were also noted in the programmer logs, the tabs were broken off the power cord bay, and the lower case, printer, and media bay door had cosmetic damage.